Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: h6 medical device problem code it was reported by the customer through the emergency support program esp that during use, the cardiosave intra aortic balloon pump iabp had fluid spilled. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the pump was no longer functioning, though the issue had not initially been reported to the esp clinical line. Subsequently, the customer contacted esp reporting an autofill failure alarm. The patient had been transferred to this pump after heparin was spilled on the initial pump. Esp personnel asked the customer to verify that the helium indicator was green, which was confirmed. Esp personnel then instructed the customer to ensure the helium tank was fully open by turning the valve to the left. When the customer adjusted the yoke, a brief hissing sound was heard; the valve was immediately closed and then reopened. The indicator showed a lower amount of green on the screen, but the pump was able to fill and start. While esp personnel was collecting product surveillance information, the pump alarmed gas loss. The customer was instructed to verify that no blood was present in the helium tubing. Esp personnel then instructed the customer to press and hold the iab fill key for two seconds, press start, and reconfirm the absence of blood in the helium tubing. Approximately four minutes later, the pump alarmed gas loss again. Esp personnel instructed the customer to double check all connections and use the fill key once more. The customer again confirmed no blood was present, and the pump restarted. The pump then generated a low helium alarm. While esp personnel continued to gather product surveillance information, the pump alarmed for gas loss a third time. Esp personnel advised decreasing augmentation by two bars and recommended replacing the helium tank as a precaution. During a follow up call a few minutes later, the customer confirmed that the helium tank had been successfully replaced, no blood was present in the helium tubing, and no additional alarms had occurred. Esp personnel conducted a follow up check at 915 am. The customer reported experiencing one additional gas loss alarm since the previous conversation, which was resolved by using the iab fill key.

Manufacturer narrative:
Updated fields: b1, b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6(investigation conclusion), h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra-aortic balloon pump (iabp) had fluid spilled on machine, nurse called with an autofill failure alarm. Nurse stated they had recently placed the patient on this pump after the initial pump had heparin spilled on it. Esp team member asked if the helium tank was green, and nurse said yes. Esp team member had him open the helium tank by turning the valve to the left to verify it was open. Initially nurse turned the yoke and had a small hiss. Nurse closed it immediately, and then opened the tank. The indicator showed a lower amount of green on the screen, but the pump was able to fill and start. No harm or injury to the patient was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (investigation findings, investigation conclusions) it was reported by the customer during a call with the emergency support program that the cardiosave intra aortic balloon pump (iabp) had fluid spilled on it several days ago. The customer stated that the pump was no longer functioning, though the issue had not initially been reported to the esp clinical line. There was no patient harm reported. The cause of the spill is user error; the cause of the pump not working is inadequate protection against fluid ingress; this is being addressed in capas 203436/273003.